Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure positioning difficulty occurred. Access was obtained through the right femoral artery. The 90% stenosed target lesion being treated was located in the moderately tortuous and non-calcified left superficial femoral artery (sfa). The lesion was predilated with a 4.00mm unspecified balloon catheter. The 7.00x20x80mm sterling balloon catheter was advanced to the lesion and the device "slipped" and "could not retain its position" at the lesion location. It is unknown whether the balloon was inflated when the device slipped, however there was no reported vessel damage. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.